Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report states: recently we had an issue with one of your arrow ez010 intraosseous needles. The needle was inserted as designed and used properly for administration of fluids intraosseously, but at the time of removal the plastic hub dislodged from the metal needle itself. When this occurred the device became very difficult to remove, and while it was eventually dislodged and removed the effort was much greater than any previous use we had experienced. I am inquiring if there has been any changes in the build, or build quality. If this is an ongoing issue or just an aberrational event. If there have been any recalls or similar events described by other health care providers. Your assistance in this would be greatly appreciated. Our patient care, their safety, and the protection of our staff are very important to us here at south bruce grey health centre and ensuring that we understand this event and any future risks is vital. Additional information: the product was being used as intended to deliver IV fluids intraosseous. At the time the patient was stable but required rehydration and had very limited venous access. No injury reported. The unit was inserted without difficulty, used without incident. It was only at the time of discontinuation that the plastic hub broke free from the metal angiocath. The angiocath at the point became very difficult to remove and the physician was forced to utilize a needle driver to grasp the angiocath and eventually release and remove it from the patient. No death or injury to the patient. Io access was achieved and eventually all parts were removed.

Event description:
The report states: recently we had an issue with one of your arrow ez010 intraosseous needles. The needle was inserted as designed and used properly for administration of fluids intraosseously, but at the time of removal the plastic hub dislodged from the metal needle itself. When this occurred the device became very difficult to remove, and while it was eventually dislodged and removed the effort was much greater than any previous use we had experienced. I am inquiring if there has been any changes in the build, or build quality. If this is an ongoing issue or just an aberrational event. If there have been any recalls or similar events described by other health care providers. Your assistance in this would be greatly appreciated. Our patient care, their safety, and the protection of our staff are very important to us here at south bruce grey health centre and ensuring that we understand this event and any future risks is vital. Additional information: the product was being used as intended to deliver IV fluids intraosseous. At the time the patient was stable but required rehydration and had very limited venous access. No injury reported. The unit was inserted without difficulty, used without incident. It was only at the time of discontinuation that the plastic hub broke free from the metal angiocath. The angiocath at the point became very difficult to remove and the physician was forced to utilize a needle driver to grasp the angiocath and eventually release and remove it from the patient. No death or injury to the patient. Io access was achieved and eventually all parts were removed.

Manufacturer narrative:
Qn# (B)(4). The DHR is not available for review. The customer returned one ez-io needle cannula from 9079-vc-005, ez-io 45mm needle (box of 5). Visual examination revealed the hub was separated from the cannula and there was evidence of adhesive residue on the hub. The sample was sent to the supplier site for further investigation. There were no voids in the adhesive that could have contributed or caused the reported complaint issue. Per the supplier, it is clear that the glue is fully cured as it remains intact with no cracking in the glue. Additionally, the glue has a perfect dome with no exposed metal or voids, which is above the minimum requirement of "flat adhesive." The sample was sent to the manufacturing site for dimensional inspection. The outer diameter of the cannula was measured to be 0.0730 inches which is within the specification requirements of 0.071 inches - 0.073 inches. The IFU states "do not rock or bend the catheter. Improper technique may cause catheter to break." The attached certificate of compliance certifies that the aforementioned lot meets the lake region medical (viant) system requirements and specifications. This product has been manufactured and controlled by lake region medical (viant) in accordance with the FDA qsr and iso 13485:2003. A review of the certificate of conformance found that the needle set passed all the release criteria. The needle set was manufactured in 05/2018 and is approximately 2 years old. Corrective action is not required at this time as it appears that unintentional user error caused or contributed to this event. The reported complaint of "ez-io needle cannula detached from hub" was confirmed based on the returned sample. The sample was sent to the supplier for further investigation. Based on there being no issues with the glue, the root cause of this issue is determined to be unintentional user error, where the end user used improper technique during the removal process. The IFU states "do not rock or bend the catheter. Improper technique may cause catheter to break." Teleflex will continue to monitor and trend on complaints of this nature.